Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had broken retainer ring. The reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer = missing. The insulin pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The insulin pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: cracked select button keypad overlay, keypad overlay texture damage, partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Missing retainer and partially broken reservoir tube lip are confirmed.